Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04333. The pt received his scs system on (B)(6) 2006, including two leads (with the same lot number). It was reported the pt was getting partial stimulation coverage. The physician removed the pt's current scs system and replaced it with a new system. It was reported the pt was doing well postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.